Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the biomedical engineer received several reports of model 5388 epgs (external pulse generators) shutting down. The device serial numbers were not recorded in all cases. Investigation of the issue by the biomedical engineer found some of the batteries to be low, and battery clips had lost their tension and were compressed after a lot of use. In all cases, staff intervention avoided any problems, and the patient status was reported to be fine, with no ill effects.